Event description:
Pump declared an altitude alarm 21. Blood glucose level did not exceed 500 mg/dl, remaining within a safe range. Customer suspended insulin due to alarm condition, cleaned speaker holes as instructed, and successfully resumed insulin. No recurrence of alarm occurred after these actions, and pump returned to normal operation. Customer received preventative tips and acknowledged guidance.